Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue was verified. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen after shock during testing. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.